Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device would continuously run was not confirmed. Therefore, an assignable root cause could not be determined. However, during assessment it was observed that the device would not rotate. It was further observed that the device failed pretest for safety assessment (check the off/oscillation/on switch mode function) because the device does not rotate and when the trigger is pressed there is no function and no motion, and the device components were worn. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device would continuously run. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.